Event description:
It was reported that syringe 1ml ls tuberculin was damaged. The following information was provided by the initial reporter: this is a report about damaged syringes. According to the customer's report, 4 of 170 syringes were bent like melted. Two affected products were discarded by the customer and the other two affected products are kept at the customer's side.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/5/2021. H.6. Investigation: seven photos and five samples were received by our quality team for evaluation. After visual inspection, barrel tip damage was observed on two samples, a bent flange was observed on one sample, a plunger scuff mark was observed on one sample, and one plunger head was chipped off on one sample. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. For the damaged barrel, scuff mark on the plunger, and bent barrel flange, the team investigated different sections of the syringe machine and matched a potential area which could lead to the reported defect. The syringe barrel could have occurred at the assembly machine. At the assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of the damaged barrel could be due to the not being kicked out at the auto-reject station effectively. The syringe tip could have dislodged from the dial pocket and hit against the guide skirt; however, the barrel flange was stuck at the assembly dial. The slanted syringe eventually hit the anti-rotational track, resulting in the scuff mark on the plunger and bent barrel flange. For the chip off on the plunger head, the probable root cause of the plunger head to be chipped off and could have been due to the molded plunger tip being hit against the molded plunger target box when transferring from the molding machine to the assembly line.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls tuberculin was damaged. The following information was provided by the initial reporter: this is a report about damaged syringes. According to the customer's report, 4 of 170 syringes were bent like melted. Two affected products were discarded by the customer and the other two affected products are kept at the customer's side.